Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient experienced elevated blood glucose levels as high as 289 mg/dl. She attempted to correct the elevated levels via the infusion device but was unsuccessful until after she changed the infusion set. The patient thinks the device should have displayed e4 (occlusion error), but did not do so. No adverse event was reported. The infusion device was requested to be returned for product evaluation.